Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there days post implant the patient presented with asystole. The implantable pulse generator (ipg) remains in use. It was further noted that during a follow up device check capture was confirmed. No further patient complications have been reported as a result of this event.